Manufacturer narrative:
Pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. No blank display, display anomaly or unexpected restart noted during testing. Unable to verify unexpected restart alarm anomaly or perform unexpected restart test due to no act button response. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer's blood glucose was 152 mg/dl. During troubleshooting, customer received a button error alarm. Customer was advised that insulin pump would need to be replaced.